Event description:
It was reported that during percutaneous coronary intervention procedure, balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous saphenous vein graft located in the aorta to left circumflex artery. A non bsc 3.5x14mm stent was implanted in the saphenous vein graft. A nc quantum apex mr 12mm x 5.00mm balloon catheter was used to post dilate the lesion and ruptured at an unknown atm during initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: there was blood and contrast in the balloon and inflation lumen of the catheter. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure, balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous saphenous vein graft located in the aorta to left circumflex artery. A non bsc 3.5x14mm stent was implanted in the saphenous vein graft. A nc quantum apex mr 12mm x 5.00mm balloon catheter was used to post dilate the lesion and ruptured at an unknown atm during initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).